Manufacturer narrative:
(B)(4). Batch # p93v9u. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and a plastic bag with 2 malformed clips and 2 conforming clips. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy, at the moment of firing the applicator locked and the clip would not come dawn to the artery. A new applicator was used to continue the procedure with no delay. 5 minutes to get the new applicator. There were no patient consequences.